Manufacturer narrative:
Other, other text: h3: two photos of a portex endotracheal intubation tube were received for evaluation. No defects were found in the pictures. One sample of a portex endotracheal intubation tube from part number 100/199/070 was received in used condition without original package. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. No defects were observed. The returned sample was inflated using a syringe and were submerged under water to detect any leak. Leakage was detected between the pilot balloon and valve; the complaint was confirmed. The most probable cause of the issue was that the manufacturing method was not followed and there was not enough solvent at the joint.

Event description:
The customer confirmed in a pre-use check that the product worked properly. However, immediately after starting to use it, the customer noticed leakage was occurring in it. No patient injury.